Event description:
It was reported the patient received the following results within 15 minutes: 117 mg/dl (performa lot. 670610 vial 1), 284 mg/dl (performa lot. 670610 vial 2), and 258 mg/dl (lab). The blood glucose results were obtained using two different vials of test strips from the same box/lot.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.